Event description:
Rptr has little to no sleep. He is up and down, rolls and rolls. It feels like a ball of glass (broken) sharp. "Pains any time and all time some times." Always stiff. Cold damp days he feels terrible and depressed. Shortness of breath when he walks. Numb leg and sharp pains and burning in rt leg. He uses a cane for walking any type of distance.